Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2317-50 serial #: (B)(4) description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted in the right lead. The patient will undergo a revision wherein a lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted in the right lead. The patient will undergo a revision wherein a lead will be replaced.